Manufacturer narrative:
The customer's wife called back and stated that the cause of death was high blood glucose. The wife stated that his blood glucose was 600mg/dl all that day. The spouse believes that the customer was in the process of doing an infusion set changed and his supplies were in a different room. The wife also believes that he went into a coma at the time, and she was unsure for how long he was off the device prior to this death. The wife was away on work, returned the next day and found him on the floor. The spouse stated that the customer had gone to get an rx for nausea and his glucose level was 497mg/dl that morning. It was stated that the pharmacist suggested him to go to the hospital due to his high blood glucose, but the customer passed shortly after returning home; her husband did not make it to the emergency room. No further information was provided.

Event description:
Customer's wife reported the death of her husband. Caller stated that the insulin pump is a few months old, she will return it to medtronic. The last blood glucose reading was 600 mg/dl. Customer was experiencing high blood glucose. Cause of death high blood glucose. Customer was not wearing the insulin pump at the time of death. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.